Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system powered off on its own during procedure. Following a delay of more than 15 minutes, an alternate system was used to complete the procedure with no impact ot the patient.